Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "gap between the acoustic lens and ultrasound probe" is traced to component failure and malfunction for the "slight deposit on the light guide glass" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a gap between the acoustic lens and the ultrasound probe, and there was slight deposit on the light guide glass. There was no patient involvement.